Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was explanted post-mortem and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on lead analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted product event summary # product ID# 4068-45 a proximal portion was received measuring 25 cm. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4)